Event description:
It was reported the dyonics 25 control unit displayed a "system error communication failure" error message. No smith & nephew back up device available. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of system error was confirmed. Pump fails intermittently for ¿internal communication failure¿ after 5 minute warm up. Cause of malfunction was a defective (heat sensitive) electronic component on the motor controller pcb. Pump passes 2 hour burn-in on wet test station with a known good motor controller pcb installed.